Event description:
A customer reported receiving multiple occlusion alarms. This issue caused the customer¿s blood glucose to exceed 500 mg/dl, displaying as "high." To address this, the customer took corrective action by administering a correction injection using manual delivery and worked with technical support (cts) to troubleshoot. The steps included adjusting tubing and delivering boluses; however, the occlusion alarms persisted. Ultimately, the customer was advised to replace the supplies as needed and continue insulin therapy. Due to ongoing issues and ineffective troubleshooting, a replacement pump was recommended. The customer will continue to use current pump.